Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, partially unplugging connector j1001 on the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.